Event description:
It was reported that a flo-gard infusion pump was unable to be programmed. There was no patient involvement as this occurred before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The evaluation found that the occlusion sensor was out of calibration. This issue was determined to be related to the reported issue of inability to program; however, the cause of the out of calibration occlusion sensor was not determined. To correct the condition, the occlusion sensors were recalibrated. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.